Event description:
It was reported that during central processing, the fenestrated bipolar forceps was noticed to have an exposed wire at the tip of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information, but no further details could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint "exposed wire at the tip of instrument." The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. No image or procedure video was provided for review. A log review was performed and it was confirmed that the fenestrated bipolar forceps was last used on: system serial (B)(4) on (B)(6) 2022 with 5 uses remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.